Event description:
It was reported the device was approaching end of life. Two weeks later, the device was not responding to interrogation. The patient presented to the hospital with low cardiac output and heart block. The device was replaced and returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported premature battery depletion and no communication was confirmed in the laboratory. A longevity calculation was performed, but due to the lack of information available on the device, an evaluation could not be made to determine if the device was or was not within estimated longevity. The original battery was returned to the vendor for further analysis. An internal anomaly within the battery was found to be the cause of the premature battery depletion.